Event description:
The medical center has noticed several positive cultures from bronchial washings since september 2000. The facility identified an olympus bf-240 scope that was processed in the steris system 1 as a possible source for the infections.